Event description:
It was reported "battery not holding a charge. Was able to power it back on immediately after plugging it in again. He was able to resume pumping. He stated that the pump was plugged in prior to use. He did not recall if the green and amber power indicator lights were illuminated. He reported that the green light was illuminated after he plugged it into a different outlet, but the amber light was not lit". No patient injury or consequence reported. The patient's current condition is reported as "fine"

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The reported complaint of "battery not holding a charge" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.

Event description:
It was reported "battery not holding a charge. Was able to power it back on immediately after plugging it in again. He was able to resume pumping. He stated that the pump was plugged in prior to use. He did not recall if the green and amber power indicator lights were illuminated. Here ported that the green light was illuminated after he plugged it in to adifferent outlet, but the amber light was not lit". No patient injury or consequence reported. The patient's current condition is reported as "fine".